Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the device was bent on several places along its length most likely during shipping. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off between 34.0cm to 40.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. A lot of friction was noted during functional test with a demonstration excelsior sl-10 microcatheter. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off. There was no patient involvement.